Manufacturer narrative:
Correction: the removal of the internal magnet, to facilitate an MRI scan, occurred within the approved labeling for the device and should not have been reported. Please disregard the original MDR. This report is filed (B)(4) 2012. Implanted device remains.

Event description:
Per the clinic, the internal magnet of the receiver/stimulator was explanted "a little over a year ago" (exact date not reported) to facilitate an MRI scan. The implanted device remains.

Manufacturer narrative:
Implanted device remains.